Event description:
Patient reported "I have a ruptured saline implant." This record is for unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "ruptured saline implant."